Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# j0454735v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3387-40, lot# j0454272v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. The healthcare professional had not known anything about the event. The patient had not been seen since 2011.

Event description:
It was reported that on of patient¿s ¿probes¿ sunk and in (B)(6) 2012 the health care professional ¿pulled it back up.¿ additional information requested but had not been received as of the date of this report.